Manufacturer narrative:
A steris service technician arrived onsite following the reported event. While inspecting the unit, the technician found that the hose clamp on the hot water supply hose had come loose, resulting in the reported water leak. The technician stated a surge in water pressure may have attributed to the loosening of the hose clamp. The user facility confirmed that they have recently been experiencing issues with their water pressure and are working to take appropriate actions. The washer remains out of service while repairs are made at the facility. The unit was manufactured in 2002 and is under steris service agreement.

Event description:
The user facility reported water leaking from the back of their reliance 333 washer. Due to the water damage sustained by the facility, procedure cancellations were reported.